Manufacturer narrative:
The axiem emitter was returned to the manufacturer for analysis. Analysis found that it was within spec. There was no fault found. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the a manufacturing representative, rep, was at the site testing the em interface and found issues with tracking. While holding the side emitter (9735521), he noticed that the unit is having difficulties tracking as follows: using new disposable tracer pointer- distance of 13 or so inches geometry error was at over 9, held emitter in his hand and put tracer less than 12 inches and it allowed it to track with an error of 4, when moving it away (fists distance) it changed the error to over 13. The axiem controller had already been replaced before and a fault was found. The emitter will be replaced. There was no patient present.